Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly, failed battery test, unexpected battery out limit alarm, weak battery alarm and low battery alert noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring failed battery tests and a reduced battery life. Caller stated that a new battery only provides three days of power and may not register as full on the gauge. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.